Event description:
It was reported the right ventricular impedance was >3000 ohms with an increase of right ventricular capture thresholds to >4.0 volts. Technical services suggested to the caller to conduct unipolar testing: capture thresholds were at 2.0 volts and .03 ms and unipolar impedance at 450 ohms. Also suggested to caller that the lead outer wire has a fracture/damage and to consider an x-ray and maintain unipolar programming. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.